Event description:
The ge oec 2600 fluoroscopy sys. Had a reported grainy image on the tower monitor. Although the workstation monitor had good image quality.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the image quality issue, but as a precaution, the generator circuit breaker was replaced. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.